Event description:
Reporter alleged going to the emergency room (ER) due to readings on meter. It was reported meter read 230 mg/dl at 7:am , hi at 11:am and 305mg/dl later however the ER measured 103 at 1:30. Reporter stated having no symptoms of high glucose and did not receive any treatment at the ER. A request was made for the return of the suspect device and replacement product was sent.